Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. She stated that the insulin pump may have been exposed to moisture from sweat, since she had kept the device in her pants. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons function properly during testing however, moisture damage was found on keypad traces. No button error alarm noted during testing. No moisture damage inside insulin pump noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.